Event description:
A customer reported potential discrepant result of sa1c high for a single patient on the g8 analyzer. The sample did not generate any error codes nor flags. The initial result was 10.8 g/dl and the customer reran the same sample on a non tosoh analyzer (abbott poc) and the result was 5.5 g/dl. The customer changed the column, calibrated and ran quality control (qc), qc results were without errors and within acceptable range. The customer reran the same sample after changing the column and the result was 10.5 g/dl. The customer, then redrew another sample from the patient and ran sample, the same result of 10.5 g/dl on the g8 analyzer. The customer then sent out sample to a reference lab and the result was 5.9 g/dl. Technical support specialist (tss) followed up with the customer and the customer stated they used the 5.9 g/dl result from the reference lab, but they were expecting a lower value for this patient. No patient treatment performed on the initial result of 10.8 g/dl. No patient sample remaining for further analysis and customer will not perform a redraw on patient. Tss could not determine the cause of the reported event due to unavailable sample, therefore cause not establish. The g8 analyzer is functioning as expected. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results. The most probable cause of the reported event is not determined, cause not established.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 09oct2021 through aware date 09nov2022. There were no similar complaints identified during the search period. The most probable cause of the reported event is not determined, cause not established.